Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the ventilator was delivering the wrong breathing frequency to a spontaneously breathing patient resulting in the patient not being able breathe spontaneously due to the stress of the high frequency ventilation.

Manufacturer narrative:
A ge healthcare (gehc) service representative tested the device after the reported incident and found that it performed as expected on a test lung. Gehc product engineering performed an investigation of this event. The case started on (B)(6) 2021. Checkout was successfully completed. On (B)(6) 2021, a suction procedure was started which was likely part of a bronchoscopy with lavage (bal). After the procedure was done, the fio2 % was changed to 100% for less than one minute and then back to the previous setting of 60%. No other setting changes were made in the preceding 20 minutes. At 17:56 pm, the spontaneous breath rate increased suddenly to 41, and then fell and rose again to a maximum of 54 before dropping to zero. The respiratory rate (rr) high alarm correctly activated when the rr was elevated. There is no device log record of any setting change at or just prior that would have resulted in the spontaneous breath rate dropping to zero. The spontaneous breath rate remained between 0 and 4 until the next day, (B)(6) 2021 at 04:31 am. At this time, the rr high alarm activated and within one minute the vent mode was changed to continuous positive airway pressure / pressure support (CPAP/ps). The device logs show that the patient was disconnected for 7 minutes, after which ventilation resumed. After the patient was reconnected the respiratory rate remained elevated, up to 80 total breaths per minute, until 06:08 am when the inspiratory trigger was set to 4 lpm and then 8 lpm. A single root cause for the periods of high respiratory rate cannot be determined based upon the available information.